Event description:
Healthcare professional reported rupture for left side. The device remains implanted. Healthcare professional reported "capsular contracture grade IV", "hardening is perceived on both breasts, the prosthesis on the left side appears more rounded and its surface shows multiple radial folds given by the pressure that produces the thickening of the fibrous capsule that circumscribes it".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture for unknown side. The device remains implanted.